Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an unexpected cgm app shut-off. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log did not confirm the reported event. A root cause could not be determined.